Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, customer changed the cartridge and infusion set, and successfully resumed insulin delivery. Additionally, it was reported that the pump touch screen was unresponsive. During troubleshooting with tandem technical support, the pump was reset, and the issue was resolved. In addition, it was reported that the pump time and date were incorrect, and the insulin gauge was inaccurate. Tandem technical support helped customer correct time and date. Reportedly, blood glucose (bg) value displayed on the continuous glucose monitor graph was inaccurate. Multiple attempts were made by tandem technical support for customer to upload pump data for review; however no response was received. Customer's bg level ranged from 185 mg/dl to 220mg/dl.